Event description:
It was reported that noise and oversensing with pacing inhibition were seen on the atrial channel during an atrial tachy response (atr) event and atrial pacing was not as expected. The noise was reproducible with isometric testing in clinic, and it was noted that the right atrial (ra) lead exhibited a gradual decrease in pace impedance since implantation. Lead deterioration and an insulation issue was suspected. The patient reported discomfort in the absence of atrial pacing. Subsequently, the patient underwent a surgical procedure, and the ra lead was surgically abandoned and replaced. The right ventricular (rv) lead threshold had also increased recently, and the rv lead was also surgically abandoned and replaced. The physician elected to replace the device as well for the fact it had been implanted for eight years. No additional adverse patient effects were reported.